Event description:
Rec'd product complaint from fmc facility reporting a "blood leak" on a reused dialyzer. According to the report: the leak was detected immediately, the treatment was stopped and the extracorporeal blood within the dialyzer was not reinfused to the pt; estimated blood loss reported as "<100 ml". It was also reported that "nothing detected" (as volume and pressure decay testing passed) with the last reuse on 7/17/98. Facility called to obtain further pt info on 8/20/98 and facility closed today. 8/20/98 facility called, 8/21/98 facility called. Complaint sample was discarded. According to the health care professional, there were no adverse effects to the pt involved in the leak and no medical intervention was required. MDR filed on blood loss.